Event description:
The literature describes a pt whole liver graft transplant pt. This is the fifth pt out of 7 pts that experienced hepatic arterial thrombosis (hat) mentioned in this article. Three unspecified pts out of these 7 pts died. The transplanted liver was cold preserved with celsior as part of the transplantation procurement. The pt's medical history was not provided. On an unk date, after transplant, the pt experienced hepatic artery thrombosis. The pt's risk factors for the thrombosis included large liver graft. The cold ischemic time was 12 hours 28 minutes. The liver graft was flushed with 500 ml of cold (4 degrees celsius) 4% human albumin via the portal vein immediately before revascularization. The pt's clinical outcome is unk. Concomitant medications were not provided. It was the opinion of the authors that endothelial injury leading to the event of hepatic artery thrombosis could not be ruled out and was possibly related to celsior. This is case report 5 of 7. No sample was returned and no lot number was provided by the user facility, therefore, company quality assurance is currently unable to perform an evaluation or lot history review.